Manufacturer narrative:
On 7/28/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a failure analysis could not be performed because the product was not returned and no pictures were provided to effectively describe the complaint. It is unknown whether the customer was referring to the header bag or the wrap. Various descriptions of torn wrap have had similar complaint descriptions, therefore a proper failure analysis can not be conducted at this time. Device history evaluation - the DHR was reviewed and no ncmr or other issue was found related to this complaint failure mode. Conclusion : a root cause analysis could not be performed because the product was not returned and no pictures were provided to effectively describe the complaint, therefore a proper root cause analysis can not be conducted at this time.

Event description:
Customer initially reports 1 tray was open and sterility was compromised. On 7/11/16 customer reports " the plastic wrap on the item was not sealed and compromised the sterility of the kit.". Product not used. "